Manufacturer narrative:
The device was returned to olympus for inspection. The blurred image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the objective lens. Based on the results of the investigation, dirt on the objective lens caused the blurred image. It is likely the instrument infiltrated did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an instrument infiltrated with foreign material and a blurry image during inspection for use. There were no reports of patient harm.